Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On august 15, 2016, it was reported that the unit produced an incomplete mesh. On august 24, 2016, it was clarified that the issue occurred (B)(6) 2016 during harvesting of cadaver tissue. The customer returned a skin graft mesher device, serial (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial (B)(4), and a 2:1 ratio cutter, serial (B)(4), for evaluation. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial (B)(4) one time as documented in the repair reports in livelink. The last repair was march 23, 2016 where it was reported that the device was producing an incomplete mesh and the ratchet was missing a screw and the roller, worn bushings, worn side plates, and gears were replaced. This is not a related issue. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher on (B)(6) 2016 revealed minor cosmetic damage to the mesher handle including nicks and scratches. The latching pins engage as intended. The comb did not appear to be damaged. The roller gear showed excessive wear to the point the gear were severely rounded over. The roller shaft extension and the roller shaft extension end corners appeared to be in good condition. The customer ratchet fit on the roller shaft extension and operated as intended. The 1.5:1 ratio cutter, serial (B)(4), gear showed excessive wear to the point the gear was severely rounded over. The 2:1 ratio cutter, serial (B)(4), gear showed minor wear. The 1.5:1 ratio cutter, serial (B)(4) and the 2:1 ratio cutter, serial (B)(4) produced a passing test mesh after replacing the damaged gear, collars, and bushings. Repair of the skin graft mesher was performed by zimmer biomet surgical on september 6, 2016 which included replacement of the roller, worn bushings, worn side plates, damaged comb, gears, and damaged hardware. Skin graft mesher, serial (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was unconfirmed since during the initial inspection the device was tested with the 1.5:1 and 2:1 ratio cutters and produced a passing test mesh. During the initial inspection the device was tested with the 1.5:1 and 2:1 ratio cutters and produced a passing test mesh. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. Skin graft mesher, serial (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the unit produced incomplete mesh. No adverse events were reported as a result of this malfunction.